Event description:
It was reported that the patient underwent a procedure on (B)(6) 2013 utilizing the simplicity solo plate system. Post operative radiographs, taken on (B)(6) 2013, show that the 4.5mm x 16mm self drilling screw has started to back out slightly. The patient is not experiencing pain and no revision is planned at this time.

Manufacturer narrative:
Device evaluation was not possible as the product remains implanted. Engineer's review of radiographs provided confirms that the plate is not in the proper position, however, the cause cannot be determined. Review of the receiving inspection report was not possible as the lot number is not available. Review of complaint history found this to be the second report of this nature for any of the part numbers in this product family.